Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Per review of the imagery, the sheath appears to be punctured at the strain relief area. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to advance the commander delivery system with valve through the esheath+ and the esheath+ punctured were confirmed through evaluation of the provided device-related imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "an attempt was then made to advance the 26 mm commander delivery system and 26 mm sapien 3 ultra valve through the second 14fr esheath+, but it was unable to successfully pass through the esheath+. It was noted that the sealed part of the esheath+ was not all the way into the body and it appeared that a valve strut came through the esheath+ as the esheath+ was at an angle. This was observed at the strain relief/partially expandable portion of the esheath+". Regarding the inability to advance the commander delivery system with valve through the esheath+, the procedural training manual states, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification". While it was reported that the esheath+ was not "inserted at a steep angle", it was reported that the esheath+ was "at an angle" during delivery system advancement. This may lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, resulting in the reported resistance. As such, the available information suggests that procedural factors (sheath manipulation) may have contributed to the reported event. Regarding the esheath+ punctured, non-coaxial advancement trajectories can lead to the crimped valve becoming caught on the sheath. Device manipulation (e.g., high push force) coupled with non-coaxial advancement trajectories can lead to sheath puncture due to direct interaction with the crimped valve. As such, the available information suggests that procedural factors (device manipulation and catching of bent strut) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report number in section h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-08991 for details of the other event. The investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, a second 14fr esheath+ was prepped after the first 14fr esheath+ had kinked during insertion into the patient's body. It was noted that a low angle of insertion had been used for insertion of the first 14fr esheath+. There was no report of any difficulty with insertion of the first esheath+. A 16fr dilator was used prior to successful insertion of the second 14fr esheath+. It was noted that a slightly larger skin nick was made for insertion of the second 14fr esheath+. There was no difficulty inserting the second esheath+. An attempt was then made to advance the 26 mm commander delivery system and 26 mm sapien 3 ultra valve through the second 14fr esheath+, but it was unable to successfully pass through the esheath+. It was noted that the sealed part of the esheath+ was not all the way into the body and it appeared that a valve strut came through the esheath+ as the esheath+ was at an angle. This was observed at the strain relief/partially expandable portion of the esheath+. The valve, delivery system and esheath+ were removed as a single unit. There was no patient injury. Imagery was provided for evaluation. Per review of the imagery, the sheath appears to be punctured at the strain relief area.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.